Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
The pt was disoriented. The physician thought the pt's disorientation was due to a catheter issue. The catheter was replaced. There was reported to be no pt injury. The pt recovered without sequela. The device system was unused to deliver lioresal 500 mcg/ml at 217.03 mcg/day.